Manufacturer narrative:
Technician found that the head up function does not work manually or under power. Battery led is on. Technician determined the problem to be faulty valve guide tube. The technician replaced the head up valve guide tube to resolve the issue.

Event description:
Technician alleged that the head up function is not working electrically or manually. No pt impact reported.